Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a pump displaying "high pressure" alarm is the dso sensor.; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(6).

Manufacturer narrative:
B3: date of event is unknown; d4: catalog number, serial number, and UDI number are unknown; h4: device manufacture date is unknown; g5: 510k is unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported patient is in the emergency department due to pump malfunction. Pump is showing high pressure error on both pumps. Serial numbers of pumps not provided. Not reported if patient admitted to the hospital from emergency department. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion set flow rate and volume delivered are unknown. Position of the pump when error occurred is unknown. No further information. Product fault occur while in use with patient. Unknown if there are product issue, patient or clinical injury. Unknown if there is medical intervention provided. Unknown if there is product replacement. No back up product switched. Unknown if they are able to successfully continue the therapy. Unknown if pumps are available for return. Dose or amount: veletri 25ng/km/min. Frequency: continuous. Route: IV.